Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during a routine in clinic follow up a low out of range lead impedance measurement was observed. There were multiple noise episodes observed. The device remains implanted.